Event description:
It was reported that "the catheter was defective. No pressure reading obtained and no sampling. The doctor had to insert a new catheter on an unstable patient under catecholamine. No clinical consequences for the patient." The associated emdr report numbers are 3006425876-2025-00247, 3006425876-2025-00248 and 3006425876-2025-00251.

Manufacturer narrative:
(B)(4). Based on the returned sample and confirmation from the customer, the returned device was not manufactured by teleflex; therefore, the initial report submitted on 11-mar-2025 should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was defective. No pressure reading obtained and no sampling. The doctor had to insert a new catheter on an unstable patient under catecholamine. No clinical consequences for the patient." The associated emdr report numbers are 3006425876-2025-00247, 3006425876-2025-00248.